Event description:
After the procedure, my periods became very heavy, with cramping that I didn't experience before. Sharp stabbing pains in ovary area. Very painful pelvic pain during sex which I never experienced until essure.